Event description:
Allergan representative reported a lap-band system that was removed due to "erosion and a huge abscess," first noticed when the patient "started to have pain in the abdomen."

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Erosion, pain, and an abscess are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number of the device. Follow up with surgeon in progress. Device labeling addresses the possible outcome of erosion as follows: "there is a rks of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and ...port site pain."